Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: a device history record (DHR) review was conducted: part number: 03.010.151. Synthes lot number: 5469082. Supplier lot number: n/a. Release to warehouse date: 19-apr-2007. Expiration date: n/a. Manufactured by synthes monument. No non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. H3, h6: a product investigation was conducted. Visual inspection: the star hexdrive screwdriver shaft t25 3.5 mm hex/self-retaining 165 mm (part # 03.010.151, lot # 5469082, mfg #19-apr-2007) was received at us cq with slight deformation to the distal tip of the stardrive screwdriver. This is not consistent with the reported complaint condition. Therefore, the complaint is not confirmed. Dimensional inspection: dimensional analysis was completed, the hex of the stardrive shaft measured. This is within specification based on relevant drawing. Document/specification review: the relevant drawing(s) was reviewed; conclusion: the complaint condition is not confirmed as the stardrive screwdriver (part # 03.010.151, lot # 5469082) was received with slight deformation to the distal tip of the stardrive screwdriver and not broken. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Occupation: reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during inspection of a field equipment set on (B)(6) 2019, the star/hexdrive screwdriver shaft was noticed to be chipped on the coupling end. It is unknown when the damage occurred. This report is for a star/hexdrive screwdriver shaft. This is report 1 of 1 for (B)(4).